Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not booting up and was struck on the splash screen saying "please wait". No harm or injury occurred. The issue was resolved when the customer swapped the drives. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional patient information: age: 58 year(s) (B)(6) 1963. Sex: female. Weight: 217 pound(s). Ethnicity: non hispanic/latino. Race: black or african american. Relevant tests/laboratory data:(B)(6) 2022 - glucose 39, ammonia 95, sodium 150, total bilirubin 2.3, alp 139, ast 2502, alt 352; ultrasound of liver showed cirrhotic changes. B7: hx -alcoholism, seizure disorder, covid-19, stroke, schizophrenia, allergies - aspirin, smoker - ½ pack per day. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: bsm-3532a, serial #: (B)(4), device manufacturer data: 10/20/2021, unique identifier (UDI) #: (B)(4). Transmitter: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is not booting up and was struck on the splash screen saying "please wait". No harm or injury occurred. The issue was resolved when the customer swapped the drives.

Event description:
The customer reported that the central nurse's station (cns) was not booting up and was struck at the splash screen, displaying a "please wait" message. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not booting up and was struck at the splash screen, displaying a "please wait" message. No patient harm was reported. Investigation summary: the customer indicated that they were able to resolve the issue by swapping the hdds. The device had been in service since 06/26/2014. A review of the history of the serial number identified no other issues regarding hard drive issues. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components that may deteriorate through time and may wear from continual use. Per an nkc investigation, in order for the hard disk drive to cause adverse health consequences, an improbable sequence of user errors and other events would all need to occur: 1) the user declined to permit installation of a software patch; 2) the user failed to respond to warning alerts that one of the two hard drives has failed; 3) the user failed to perform periodic testing and maintenance of the hard drives; 4) a critically ill patient sustained sudden deterioration simultaneously as the occurrence of a failure of the second (redundant) hard drive; 5) caregivers were unaware of triggering of alarms on the bedside monitors or have a delayed awareness.